Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The biopsy guide was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned biopsy guide will not lock down at the base. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that two instruments were defective.